Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device remains implanted at this time. No adverse patient effects were reported. Additional information received reported that this implantable device was received for analysis, thus indicating this device had been explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device remains implanted at this time. No adverse patient effects were reported. Additional information received reported that this implantable device was received for analysis, thus indicating this device had been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Our records indicate the device is still implanted. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device remains implanted at this time. No adverse patient effects were reported.